Event description:
User facility medwatch report received. (B)(4). Event description: volun (B)(6) 2014: I had metallosis from depuy pinnacle implant and was very ill for several years before the doctors ran tests to find my failed implant. I had excruciating pain and problems because of this. The implant kept coming out of place and my pain was constant and agonizing. I have had medical issues ever since they were implanted. (Right implant (B)(6) 2006; left implant (B)(6) 2007) I have had severe migraines and other medical issues, I believe, caused by the pinnacle. Including a hysterectomy for severe cysts in both ovaries, (I had no issues before the implants but had hysterectomy a year after). The next year I had a lodged kidney stone surgery again. My hearing and vision were affected as well and I had hearing tests that showed I was losing my hearing. I believe the metallosis caused that as well the implant kept popping in and out of place and I had unimaginable pain and suffering. The implant finally caused my right leg to break both bones above my angle in a closed compound fracture and I had to have surgery to repair it. (Three months off work). When the doctor finally ran the MRI on my hip, they found a pseudo tumor around it. I had a revision surgery to replace the defective implant. They found metal debris and unk heal thy black and yellow tissue around it. They took photos of it and you could see the metal with your human eye. The pinnacle implant was not attached to my hip socket when they went in to remove it.

Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.